Manufacturer narrative:
Results: one used catheter, one unused catheter without a package, and one unused unit in a sealed package were received for evaluation. A visual/microscopic inspection of the used catheter revealed a clean cut in the catheter that is characteristic of the catheter tubing being cut with a sharp object. A visual/microscopic inspection of the "unpackaged" unit revealed a crease in the middle of the catheter tubing. A visual/microscopic inspection of the sealed unit revealed no physical or mechanical damage to any of the its components. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4253341. Conclusion: an absolute root cause for this incident cannot be determined. Of note, our quality engineers indicated that there is no step that can generate the kind of diagonal cut in the catheter neither the crease in the catheter. Furthermore, if the product possibly has had presented a cut in the catheter prior to use, it could be easily noticed before the puncture, it would not be possible to perform the venipuncture procedure altogether. After analysis it can be concluded that the incident is likely caused during withdrawal of the catheter venous access using a sharp material such as scissors.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 18 g x 1.88 in. Bd angiocath peripheral venous catheter was placed into a patient for a surgery. After the surgery and upon removal of the catheter it was realized that a 1/2 inch of the catheter remained inside the patient. Three days later the patient was evaluated in interventional radiology and the broken piece of catheter was removed.